Event description:
It was reported that the patient had a surgical procedure on an artificial urinary sphincter (aus) to shorten the tubing of the device. The device was not explanted or replaced. A patient outcome was not reported.